Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that when the surgeon started to close the tlh60 instrument, he heard a unknown sound from the device. The staples formed incorrectly. The surgeon had pushed the retaining pin in the correct position. There was no consequence to the patient.